Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual and functional examination; the reported event could not be reproduced in the lab. The reported event was confirmed via review of the controller log files, which revealed a pump motor controller (pmc) reset that correlates with the reported audible alarm in the complaint description. The pmc resets confirmed in the log is a behavior indicative of induced electrostatic discharge (esd). The potential esd event and resulting controller faults could not be replicated during testing; the devices performed per specification and could not confirm any defects. Analysis of the controller log files, as well as the results of similar investigations indicate that the most likely root cause of the reported event is due to electrostatic discharge (esd) which caused data corruption in the pump motor controller and consequently resulted in the pump stop. Investigations with malfunctions involving esd events have been investigated in a CAPA which resulted in an fsca notification and the addition of an esd shield to the controller. The reported controllers were manufactured prior to the implementation of corrective and preventive actions. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence; fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. Heartware distributed a field safety correction notice (fsca apr2013) following two incidents of patient deaths where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller (pmc) resulting in a loss of commutation. Heartware has not demonstrated conclusively that esd caused the events in the field; only that symptoms are consistent with an esd challenge replicated in the laboratory. Static electricity is widely present and more so in certain conditions such as in drier environments and in the vicinity of certain materials and fabrics such as silk clothing and carpeting. Discharge of static electricity commonly referred to as electrostatic discharge (esd) may interfere with electronic equipment. The heartware® controller, as a piece of electronic equipment, is susceptible to esd. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient had a high priority alarm with a flashing red triangle on the controller screen. The site performed an elective controller exchange and no further alarms were reported. There was no reported patient injury as a result of this event. The product was returned to the manufacturer for further analysis.